Event description:
It was reported that the patient experienced syncope. The patient fell which resulted in a brain bleed. Its reported that there is an integrity/insulation issue and a suspected sensing issue on the right atrial (ra) lead. It was also reported that the right ventricular (rv) lead exhibited no capture and over sensing which led to pacer inhibition. The implantable pulse generator (ipg) exhibited over sensing and there was a six second pause on telemetry. Mirror image over sensing was also suspected. The rv lead was capped and replaced, the ipg was removed and replaced with a cardiac resynchronization therapy pacemaker (crt-p), and the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.